Event description:
On (B)(6) 2014, it was reported that after the patient changed the battery in his infusion device the device did not retain the date and time settings. He reprogrammed the date and time and then found that his basal rates had changed. His pm basal rate had changed to am and his am rate had changed to pm. The patient's blood glucose level was elevated to 300 mg/dl. He was able to correct the elevated level via insulin injection. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.